Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics was dispatched on (B)(6) 2017 due to low blood glucose of 30 mg/dl. The customer had been sleeping when they had the low blood glucose. The customer was treated with honey and their blood glucose went up to 118 mg/dl. They were off the insulin pump for less than 48 hours prior to the incident. Troubleshooting was performed on the insulin pump. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump¿s programming was accurate. The customer¿s current blood glucose was 204 mg/dl. The device will not be returned for analysis.